Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The failure was due to the trunk cable missing and the j702 was broken off of the distribution node pca. The root cause for the missing cable and damaged j702 was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a belt was unable to complete essential performance testing.